Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the clinician that the spring wire guide (swg) became caught in the catheter and started to uncoil. Additional information received by the sales representative on (B) (6)2009 states the swg became caught in the catheter during the removal. When the swg started to unravel, the catheter and swg were removed together. The swg remained intact. As a result, another kit was opened and used successfully. There were no patient complications reported.